Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the patient had a bleeding from the scraped area of the prostate and the urethral neck. Then transurethral hemostasis was performed several times, but it still did not stop. A total of four hemostasis procedures were performed, then the patient was re scraped with a green light for the fourth time, but it was still gradually bleeding. The procedure was completed with a different device. The patient outcome was reported as no injury.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of the device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instruction for use.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the patient had a bleeding from the scraped area of the prostate and the urethral neck. Then transurethral hemostasis was performed several times, but it still did not stop. A total of four hemostasis procedures were performed, then the patient was re scraped with a green light for the fourth time, but it was still gradually bleeding. The procedure was completed with a different device. The patient outcome was reported as no injury.